Event description:
It was reported that the atrial lead was replaced due to high pacing thresholds and the device subsequently tested out of specification. Device was removed from service. No patient complications have been reported.